Event description:
During patient treatment with zyderm 2 (1.0ml) in the frontalis, the needle disengaged after a needle change and product spilled. There was no injury to the patient or injector. It was not specified if this needle disengagement was total or partial disengagement and follow up is being performed to acquire that information. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2010.